Event description:
A 30 year old male patient presented to the ER on (B)(6) 2023 with chest pain. An initial troponin of 3.26 ng/ml at 21:05. His next 3 troponins drawn an hour after the first, two hours after the first, and again on the morning of (B)(6) 2023 were <0.03. The physician called and questioned the first result. Lab pulled the sample and repeated it and got a troponin of <0.03 on both analyzers. Patient was admitted for observation and given heparin 25,000 units in 0.45% nacl 250 ml. No harm to patient but was admitted to hospital for observation.